Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Please explain what a lower flap vein is? Vein on the low lobe. Did the tissue go past the cut line? No. What was the appearance of the deployed staples? Correctly formed. Where there any clips used in the procedure? No. The complaint form listed the product code as a pve36. Was the product code a pve35a? Yes. It was a pve35a.

Event description:
It was reported that during a pneumonectomy procedure, correct closure of the upper and lower flap vein. Intraoperative no problem, staple row correct closed. After the surgery, worsening of the circulatory. Patient reopened in emergency surgery. The surgeon noted that the staple row was half open (upper and lower flap vein). Blood loss about 5 liter. The patient got several units of blood, he was intensive care till (B)(6). His present condition is stable.